Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9193981. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately due to current practices being implemented by chinese customs used medical device cannot be submitted to the manufacturing facility for functional testing. Photographs of the devices were submitted and functional testing was performed on retention samples for the affected lot. Leaks were observed in some of the retention samples; closer inspection revealed that in all instances where a device had leaked the heparin cap had been inserted into the connector loosely, reinsertion of the heparin cap allowed all of the devices to function normally without developing further leaks. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review. See h.10.

Event description:
It was reported that the bd¿ prn adapter leaked infusion fluid before use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about infusion fluid leakage. When starting infusion, the hcp found that the infusion fluid was leaking. When attempting infusion using 3 other products from the same lot, the hcp confirmed the occurrence of the same incident in all the 3 products."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd¿ prn adapter leaked infusion fluid before use. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about infusion fluid leakage. When starting infusion, the hcp found that the infusion fluid was leaking. When attempting infusion using 3 other products from the same lot, the hcp confirmed the occurrence of the same incident in all the 3 products.